Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger overrode iol. The lens was not used and the surgery completed with backup lens. There was no patient impact. Additional information has been requested and yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).